Manufacturer narrative:
The insulin pump received with frozen display on the countdown #2 followed by constant tone, problem isolated to the motherboard. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to frozen display and constant tone. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump had a constant tone and a frozen display after being dropped. The caller was instructed to insert a battery, wait two hours, and call back if the issue persisted. Caller stated that the issue persisted. Blood glucose level at the time of the incident was not provided. The caller was advised to return the device for analysis.